Manufacturer narrative:
This report is submitted on 25 february 2021.

Manufacturer narrative:
This report is submitted on 11 dec 2020.

Event description:
Per the clinic, the patient experienced a performance decrement. The patient was placed under general anaesthetic and the device was explanted on (B)(6) 2020. The patient was then, reimplanted with a new device during the same surgery.